Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke and began forward firing after 18,000 joules and 10 minutes of use. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber break was unable to be identified as functional testing identified there were no breaks along the length of the fiber. The fiber tip was attached and present on the returned fiber. However, analysis identified a distal circumferential fracture that could lead to forward firing. Therefore, the event is confirmed based on this device finding. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. According to the instructions for use, the user should ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the information available, the procedure was completed using another fiber without patient complications. There is no information that suggests that the identified distal circumferential fracture could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the as reported event of fiber break as analysis did not identify any breaks along the length of the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited severe charred debris adhesion on its surface and the glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke and began forward firing. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.

Manufacturer narrative:
Additional information provided in: b5 (describe event or problem), and b7 (other relevant history) corrected information provided in: e2 (health professional), and e3 (occupation).

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke and began forward firing after 18,000 joules and 10 minutes of use. The fiber was replaced and a second fiber was used to complete the procedure without any consequences to the patient.